Manufacturer narrative:
The patient was awake, alert, and oriented immediately following the procedure. Concomitant devices: precise stent (lot# 15223125/15249970/15300957; cat# pc0940rxc/pc1040rxc/pc1030rxc). Angioguard embolic protection device catalog #: 501814rmc, lot # 71010505 concomitant medications: intra-procedure medications include heparin. Pre and post-procedure medications included aspirin and clopidogrel. On the night of the procedure, the patient had behavioral changes and aphasia diagnosed as an ischemic stroke. The symptoms fully resolved and within a couple of days the patient was up walking and talking, performing normal adl's. All symptoms resolved and the patient was discharged home 10 days later. The patient initially presented with complaint of difficulty swallowing, lower extremity weakness, and altered speech that started 2 hours prior to arrival into the facility. The physician used a 6f sheath for the procedure and aspirates prior to contrast injections. There were no air bubbles present. The patient was awake, alert, and oriented immediately following the procedure. The target lesion was in the ostium of the right internal carotid artery of 6mm in length in a 6mm vessel diameter with severe vessel tortuousity. The lesion was 90% occluded, eccentric, ulcerated, and mildly calcified with thrombus present within the lesion. Following deployment of the non study embolic protection device, 3 precise pro rx stents were deployed without any malfunctions as the lesion was actually found to be longer than the physician thought. The residual diameter stenosis measured 20%. The patient's medical history includes severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, severe pulmonary disease, hyperlipidemia, history of smoking, diabetes mellitus and hypertension and high risk criteria of severe pulmonary disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15300957 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15300957. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00259, 9616099-2011-00260 and 9616099-2011-00261.

Event description:
The email received for the (B)(4) study indicated that during the index procedure the angioguard rx failed to cross the lesion and an ev3 spider embolic protection device was used instead. Around 1:00 am on the night of the procedure, the patient had behavioral changes and aphasia. It was diagnosed as an ischemic stroke. The morning after the procedure the patient was intubated, when stimulated there was no movement noted on the patient's right side. The patient was on a heparin drip. The symptoms fully resolved and within a couple of days the patient was up walking and talking, doing normal adl's. All symptoms were resolved and the patient was discharged home 10 days later. The patient initially presented with complaint of difficulty swallowing, lower extremity weakness, and altered speech that started 2 hours prior to arrival into the facility and was transferred by helicopter from another facility. The physician used a 6f sheath for the procedure. There was a possibly a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration as there is no documentation saying that there was not. They aspirate prior to contrast injections. There were no air bubbles present. There is no documentation that there was any thrombus post deployment. The patient was awake, alert, and oriented immediately following the procedure. The target lesion was in the ostium of the right internal carotid artery of 6mm in length in a 6mm vessel diameter with severe vessel tortuousity. The lesion was 90% occluded, eccentric, ulcerated, mildly calcified and thrombus was present within the lesion. Following deployment of the non study embolic protection device, 3 precise pro rx stents (9x40mm, 10x40mm and 10x40mm) were deployed without any malfunctions as the lesion was actually found to be longer than the physician thought. The residual diameter stenosis measured 20%.